Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5183486. UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that fracture was noted on the right ventricular (rv) lead. The patient condition was unknown.